Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for low and high blood glucose. The patient experienced lows at night of 20 mg/dl. The customer's blood glucose has reached highs of 500 mg/dl as well. No further details were given; the customer declined transfer to the 24-hour product helpline. No products were returned or replaced.